Manufacturer narrative:
The device was returned with the handle/inserter assembly intact along with the proximal third of the anchor and the suture. The remaining portion of the anchor was not present. The complaint detail states that the guide may have moved during insertion which could result in breakage due to misalignment with the hole. There are no other complaints on file for this production lot. Based on the provided clinical details and the isolated nature of the failure, no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During the surgery, the guide slipped when the anchor was being impacted, causing breakage of the anchor. The broken anchor was withdrawn from the patient by an unknown method. Due to nature of material, there is potential for fragment to remain in the patient.

Manufacturer narrative:
(B)(4).